Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding a drug infusion device. The drug being delivered was 2 mg/ml morphine (unknown) at 0.4 mg/day. The reason for use was non-malignant pain and spinal pain. It was reported that the patient was having an MRI later today. There was one new spot that is painful and the MRI is being done to check that spot. This is why he also got he pain pump to help with this new pain area. He had a difficult time upon initial implant surgery with the catheter. The medication in his pump is having a hard time reaching his pain area. At the last refill they increased the concentration so it would not have to be filled so often. The caller was redirected to follow up with the healthcare professional (hcp) to report and resolve symptoms. The situation is being addressed by the hcp. The issue started on (B)(6) 2018. There were no further complications reported/anticipated. Additional information was received from the hcp on (B)(6) 2019. It was reported that the cause of the medication not resolving the pain was that the ¿dye study was completed and the catheter is too low. The plan is to revise the catheter placement.¿ the device was implanted by another group. It was reported that the issue of the medication not resolving the pain had been resolved. The patient weight was reported. There were no further complications reported/anticipated.